Event description:
The biomedical engineer (bme) reported that the multi-gas unit intermittently displays a "module failure" error message during warm-up and intermittently displays readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit intermittently displays a "module failure" error message during warm-up and intermittently displays readings. When the unit works, the pump sounds very loud. No patient harm was reported. Investigation summary: upon evaluation of the returned device (gf-210ra sn-(B)(6), nk repair center was able to duplicate the reported issue with the pump. The gas readings were found to be below manufacturer specification and the pump was found to be running loudly. Extensive physical damage was observed on the unit. Due to the physical damage, it is likely that the damaged also extended to the internal components. Physical damage is likely to occur as a result of mishandling. Mishandling of a device can be related to dropping of a device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. The root cause is likely related to mishandling of the device. Due to the physical damage observed, it is likely that the pump was damaged as a result of physical damage. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-631ra serial #: 00836 device manufacturer data: 08/03/2009 (aug. 3, 2009) unique identifier (UDI) #: (B)(6). Returned to nihon kohden: not returned additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative *UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # from 00841983100321 to (01)04931921106891(21), to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit intermittently displays a "module failure" error message during warm-up and intermittently displays readings. When the unit works, the pump sounds very loud. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-631ra. Serial #:(B)(6). Device manufacturer data: 08/03/2009 (aug. 3, 2009). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit intermittently displays a "module failure" error message during warm-up and intermittently displays readings. No patient harm was reported.